Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 200mg/dl. The mother mentioned the customer had no delivery and bent cannula. The customer was advised to monitor the device and call back when alarm is present. The customer is being sent replacement supplies.